Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing.

Event description:
The customer reported via phone call that the pump had motor error alarm, motor position encoder error alarm, and no delivery alarm. The blood glucose at the time of the incident was 162 mg/dl. They were able to rewind the pump and it passed the displacement test. Troubleshooting was able to resolve the issue. The device was returned for analysis.